Event description:
It was reported that the subject device does not suction well, and the provider was unable to get correct specimens as a result. The provider also felt that the device does not manipulate smoothly. The issues occurred during a diagnostic bronchoscopy. Leak and suction tests were done prior to the procedure without any issues noted. The customer further indicated that the device would not suction up bronchoalveolar lavage specimens. Specifically, over 600 cc was instilled with only 35 cc returned. Consequently, the procedure was prolonged by 21 minutes while the patient was under general anesthesia with endotracheal tube. The procedure was completed with the same device as no other bronchoscope was available to switch the device out. The patient remained hemodynamically stable. It was additionally reported that the procedure was done due to bilateral ground opacities. Post procedure, the patient had wet secretions. A day after the procedure, the patient exhibited shortness of breath and pain, sought treatment at the emergency room and was subsequently admitted. The patient was diagnosed with aspiration pneumonia and treated with antibiotics during hospitalization. The customer indicated that there was a concern that over 600 cc of fluid was instilled through the scope but only 35 cc was suctioned out and that the leftover fluid in the lungs could have caused the patient issues post operatively. Additionally, the patient has chronic obstructive pulmonary disease (copd) and is a smoker. The customer indicated that there were several suspects involved that could have contributed to the aspiration pneumonia. Hence, the device was sent to olympus for evaluation and repair. The patient has been discharged to home and specimen results are still pending. There were no reports of further patient harm.

Event description:
It was reported that the reason for the sampling was bilateral ground opacities. Aspiration pneumonia was diagnosed through a CT (computed tomography) angiography of the chest. There was no attempt to remove leftover fluid from the patient's lungs after the procedure. The patient's samples obtained during the procedure were negative for malignant cells. This report is being supplemented to provide additional information received from the customer. Updates added to b5, b6, d9, and f10.

Event description:
No additional information received from the customer. This supplemental report is being submitted to correct b1 of the initial report and update d8 and f10.